Manufacturer narrative:
Complained product will not be not available.

Event description:
Brush head keeps coming off - oral-b refills [device breakage]. Case narrative: consumer stated on phone that their brush head keeps coming off the oral-b toothbrush. No injury was reported. Follow-up (11-feb-2026): batch/lot no. Removed from suspect product and added in concomitant product. No injury was reported.

Manufacturer narrative:
Complained product will not be not available.

Event description:
Brush head keeps coming off - oral-b refills [device breakage]. Case narrative: consumer stated on phone that their brush head keeps coming off the oral-b toothbrush. No injury was reported.